Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech truliant knee clinical study, approximately fourteen months post initial tka, this 41 y/o male patient had a revision due to worsening pain, deteriorating range of motion, progressive deformity, and significant interference with function the only option for pain control and functional restoration is total knee replacement revision. Per clinical study this reported event is unlikely related to the device or tot the procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by the exactech truliant knee clinical study, approximately fourteen months post initial tka, this 41 y/o obese male patient had a revision due to worsening pain, deteriorating range of motion, progressive deformity, and significant interference with function the only option for pain control and functional restoration is total knee replacement revision. Per clinical study this reported event is unlikely related to the device or to the procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.